Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the lead was returned in two pieces. The lead insulation was abraded at 5.2 cm to 5.7 cm from the distal tip. The abrasion was consistent with exposure to constant friction with another implantable device.

Event description:
It was reported that the atrial lead dislodged, the pocket had to be reopened, body fluids were noted inside the lead due to an insulation anomaly. The lead was explanted and replaced.